Event description:
It was reported the subject device had an inverted image. The issue was found during a diagnostic cystoscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.